Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular (lv) lead failed to sense. It was also noted that the lv lead exhibited unspecified capture issue and impedance problem. The lead was not replaced, and the procedure was abandoned. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of failure to sense, ¿lead did not give impedance and threshold¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.